Manufacturer narrative:
Gbo complaint (B)(4). No samples were received. Actual sample was not returned for evaluation. No pictures of the sample were received. We have no further inventory of the material/batch. We have no further complaints on the material/batch. According to the investigation of review of the production and testing documents indicates no deviations occurred during production. No abnormalities or deviation were detected during process control. Documents for the final checking, which includes fictional testing, indicate that no abnormalities were documented. Therefore, this complaint can not be determined.

Event description:
Customer states that the needle dislodged from the qs complete plus and stuck in the arm of patient when a tube was popped on. No injuries or blood exposures occurred as a result of the incident.